Event description:
The customer reported that the blood sampling valve (bsv) of the coulter lh 780 hematology analyzer was leaking and the probe was not being cleaned properly. The customer was unable to determine the volume of the leak but noticed the leak consisted of reagents mixed with blood. The customer indicated that the leak was not contained within the instrument and had leaked onto the counter. The customer was wearing personal protective equipment consisting of gloves and a lab coat and there was no report of injury or exposure. The customer noted that the instrument was showing h & h (hemoglobin and hematocrit) flags for four patient results. The erroneous results were not reported out of the laboratory and there was no change to patient treatment in connection with this event. The samples were rerun on the unicel dxh 800 coulter cellular analysis system and the results were considered correct. Data review on instrument printouts provided by the patient indicates the lh780 analyzer recovered lower red blood cell (rbc) and hematocrit (hct) and higher mean corpuscular hemoglobin (mch) and mean cell hemoglobin concentration (mchc) when compared to results obtained from the dxh 800 analyzer. Beckman coulter field service engineer (fse) was dispatched and found a loose blood sampling valve (bsv). The fse proceeded to tightened the bsv and repair was verified per established procedures. Failure mode was determined to be a loose bsv. (B)(6).